Event description:
It was reported that the patient developed a staph infection on the left side and the implantable cardioverter defibrillator (ICD) was explanted and replaced on the right side. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).